Event description:
Boston scientific received information that this right ventricular (rv) lead had pacing impedance measurements of 420 ohms which increased to 1,400 ohms. It was also reported that the threshold measurements had increased and there was no pacing in the ventricle. It was suspected the lead had fractured. The physician elected to reprogram the device to aai with no immediate plans for surgical intervention. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this lead was surgically abandoned and replaced during routine device change out. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains implanted. Should additional information become available this report will be updated.